Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that one patient underwent afib. Ablation procedure on (B)(6) 2015 and suffered post-procedural high fever which the physician thought the symptom of a possible atrio-esophageal fistula. The patient was required hospitalization. New information was received on 12/16/2015 that the patient also had symptomatic cerebral embolism and passed away on (B)(6) 2015. It was not confirmed if the problem was atrio-esophageal fistula or cerebral embolism, because of the bad situation of the patient, no more actions were taken to check for the root of the issue. The physician commented that the cause of this adverse event was patient condition as it was a re-do procedure and the wall of the atrium was probably less resistant, besides the persistent atrial fibrillation was probably weakening the fibers of the atrial wall. Point by point ablation was delivered in the posterior wall of the left atrium with a power of 30 watts, an irrigation of 17 ml/min with a smarttouch (forces between 5-20 g) with no more of 20 seconds per point. Settings during the event include: power 30/35 watts (posterior/anterior wall), temperature cut-off 50 degrees (the max temperature reached was 42 degrees), contact force/temperature/impedance: normal value. Bwi report this event under both thermocool smarttouch ablation catheter and rf generator separately.

Manufacturer narrative:
(B)(4) it was reported that one patient underwent afib. Ablation procedure on (B)(6) 2015 and suffered post-procedural high fever which the physician thought the symptom of a possible atrio-esophageal fistula, symptomatic cerebral embolism and passed away on (B)(6) 2015. Repair follow-up was performed and device was not shipped for service. Service was declined. Complaint was unable to confirm. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product. Manufacture date 02/1996.